Event description:
End user alleged while occupying the motorized wheelchair, the unit moved forward on its own, allegedly, causing the end user to fall out of the chair and fractured her leg.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The hoveround engineer found the controller/junction box system to function as designed. The manufacturer found no fault with the controller.